Manufacturer narrative:
Expiration date should have been 02/28/2011 rather than 02/28/2010.

Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5cm, 4.7cm and 4.9cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.